Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/11/2015 to present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that an unknown device display issue occurred. There was no patient involvement.